Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the rdc jack was bent. Evidence of reported problem in event log was found. During the evaluation of the device, the intermittent power issues were unable to be duplicated by analysts. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Narrative 1.

Event description:
Oracle ro 1054830: intermittent power issues.